Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Inspection of the case noted numerous burn marks on the front and on the edge of the case, appearing to be caused by the application of electrocautery. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced one system reset during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a surgical procedure to revise a competitor's lead. During the revision case, the device was disconnected and placed on the table at which time, device telemetry was lost. When the device was reconnected to the system and placed in the pocket, pacing was noted. Upon device interrogation, a message indicating that the device had entered into safety mode was displayed. At that time it was also noted that the patient experienced approximately three seconds of asystole. The device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.